Manufacturer narrative:
Device not returned.

Event description:
Reportedly the device was explanted and replaced by medtronic mozaic approx after implant duration of 45 mos, due to unk reasons. No further details were provided. The device will not be returned (discarded).